Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed of the returned lens and was inspected at 10x microscope magnification. Lens was received cut in three (3) pieces. The received condition was consistent with a lens that has been implanted and explanted from the patient's eye. Surface residuals were adhered to both sides of the optic body compatible with handling the lens. Based on the investigation, the lens condition observed could be associated to a lens that had been explanted and operational was chosen for results code. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. Slit lamp inspection of silicone lens showed that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of the patient in a secondary procedure because the patient reported astigmatism post operatively. The surgeon explanted the z9002 lens and exchanged for zct150 22.5 diopter lens. There was no incision enlargement performed to explant the lens. There was no patient injury reported. No further information has been provided.